Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology from the time of implant it was reported as the common iliac limbs are 9 mm in diameter and severely calcified. A recent CT revealed that there was occlusion in the distal end of the contralateral stent graft. The physician elected to perform a femoral to femoral bypass and blood flow was restored. No additional clinical sequelae were reported and the patient is fine.